Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 3 different samples for 1 patient tested for igg antibodies to toxoplasma gondii (toxo igg). Based on the information provided, the results from 1 patient sample were erroneous. It is not known if erroneous results were reported outside of the laboratory. The initial toxo igg result was (B)(6) (approximately 3-30 coi). The sample was repeated on a competitor platform and the result was negative. The actual result was not provided. No adverse event occurred. After the initial point of contact, the customer questioned additional toxo igg results for 5 patients who are pregnant. Of the data provided, the results for 2 patients were erroneous. It is not known if erroneous results were reported outside of the laboratory. It is not known whether either of these patients were adversely affected. This information has been requested. On (B)(6) 2016 patient 2 initial toxo igg result was 10.6 iu/ml (positive) by the roche method. The sample was repeated twice on the roche method and both results were 10.6 iu/ml. The sample was repeated by a competitor method and the toxo igg result was <3.00 ui/ml ((B)(6)). The toxo igm results from both the roche method and the competitor method were (B)(6). On (B)(6) 2016 patient 3 initial toxo igg result was 31.2 iu/ml ((B)(6)) by the roche method. The sample was repeated by the competitor method and the result was <3.00 ui/ml ((B)(6)). The toxo igm results from both the roche method and the competitor method were (B)(6). The e411 analyzer serial number was not provided. It was noted that the measuring cell was last replaced on (B)(6) 2015.

Manufacturer narrative:
For patients 2 and 3 tested on (B)(6) 2016, it was clarified that the erroneous results for these 2 patients were reported outside of the laboratory. No adverse event was reported for patients 2 and 3.

Manufacturer narrative:
It was noted that the sample for patient 2 was re-centrifuged and the toxo igg result was 11.4 iu/ml. It was noted that the sample for patient 3 was re-centrifuged and the toxo igg result was 31.5 iu/ml.

Manufacturer narrative:
Samples for patients 2 and 3 were submitted for investigation. The customer's results were reproduced. Based on the results from the investigated samples, the results from an in-house neutralization assay and an independent competitor assay, the roche results are considered to be correct. The reagent performs within specification.